Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced a minor, ipsilateral, ischemic stroke.

Event description:
It was reported via a trial that after a right internal carotid artery stenting procedure with a rx acculink, the patient experienced visual disturbance with complete hemianopia in the right eye and was treated with heparin therapy. The condition is unchanged, however, the patient was discharged home two days after the procedure. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Stroke is a known adverse event listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of visual disturbance and neurologic deficit are known adverse events listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.